Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer did not perform the proper air removal techniques and loaded cold insulin into the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no adverse impact on customer's blood glucose level.